Event description:
Complainant alleged that during patient care, the autopulse resuscitation system indicated to ¿pull the lifeband up all the way.¿ once this action was performed the autopulse device turned off and was unable to be turned back on. Complainant also indicated that the nimh batteries only last 8 minutes during this code. Complainant later clarified however, that the batteries performed correctly when utilized with a loaner device and operated for 40 minutes without receiving any battery message. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the autopulse platform displaying "pull up on lifeband" could not be confirmed. The platform was run with a test battery for 20 minutes and no problems were encountered. Following service, the device passed all testing criteria.